Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The study indicated that since the revision there were no issues reported. The issue was resolved without sequelae.

Event description:
On 2023-may-24 information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient reported they saw the "no device found" message and had difficulty connecting the controller to the implanted neurostimulator (ins) since implant date. Pt attempted to connect to their controller wirelessly and saw the "no device found" message even with the controller close to the ins and their hands not covering the controller. Patient services specialist (pss) had the patient initiate a recharge session to their ins with excellent quality. The issue was not resolved. Pss reviewed role of rep and provided the pt with the nas number for their hcp office. Pss emailed the local mdt reps for visibility. The patient was redirected to their healthcare provider to further address the issue. On 2023-06-27 additional information was received from the rep. The rep called back after getting multiple messages from the pt over the weekend and reported that pt was still having difficulty finding the newer ins with their 97745, requiring another re-pairing via tech mode since her call to tech services on friday 6/23. Mdt rep reported that while the guidance of 20cm of spacing is no longer in the labeling, the pt's new 97715 does appear to be closer than this distance. Mdt rep reported that they will allow the pt to try a spare 97745 for the next week to see if this solves the issue of constant 'no device found' and re-pairing the 97745, and will also plan to speak with pt's hcp about ins spacing and inability for the controller to find the new ins. On 2023-aug-09 patient reported trouble connecting to/unable to connect to programmer, and seeing no device found. No troubleshooting was performed, and the issue is ongoing. On 2023-oct-04 it was reported that a pocket revision took place on (B)(6) 2023 and the neurostimulator was repositioned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.